Event description:
During the g3 nail surgery, when the surgeon inserted the set screw in the g3 nail, it was not possible to insert. Therefore, the surgeon attempted to use a backup set screw and was not able to insert the backup set screw, too. The surgeon changed the g3 nail to the brand new product and the surgery was completed. There was no adverse consequences to the pt.

Manufacturer narrative:
Two unk set screws were also reported. At this time, it cannot be determined which device, if any, caused or contributed to this event. Add'l info has been requested and if received will be provided in a supplemental report.